Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered inappropriate shocks and anti-tachycardia pacing (atp) due to noise on the right ventricular (rv) channel. Technical services (ts) stated that oversensing was observed on the presenting electrogram (egm). Ts recommended to considered shock setting for programming optimization. This device remains in service. No adverse patient effects were reported.